Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 300s mg/dl). The cause was not known. Infusion set tubing and site were changed. Contact administered insulin injections to lower bg. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. Cts advised the contact to discuss the event with a healthcare provider.